Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr. Was attempting to attach an accolade broach to the double offset broach handle and a piece of metal in the locking mechanism broke and fell onto the floor. A second handle was opened and it also broke while attempting to attach the broach."